Event description:
Procedure: sleeve gastrectomy. According to the reporter: the yellow shipping wedge pieces were found in the patient's body after surgeon fired reload. One piece looked like it was slightly incorporated into the distal staple line. The yellow fragment was not removed from the surgery site. One piece seemed like it was incorporated into the staple line so the surgeon did not want to risk disrupting the staple line.

Manufacturer narrative:
(B)(4).